Event description:
It was reported that a shaft break occurred. A 3.00 mm x 30 mm agent dcb was selected for use. However, the balloon shaft broke. The procedure was successfully completed using another same device and there were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a shaft break occurred. A 3.00 mm x 30 mm agent dcb was selected for use. However, the balloon shaft broke. The procedure was successfully completed using another same device and there were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable conclusion code of 'cause not established.' It was reported that the balloon shaft broke. Based on the complaint information available and the fact that no device or image were received for review, it is not possible to establish with certainty what the cause of the reported complaint was.